Event description:
Baclofen withdrawal was reported due to catheter failure. It was also reported the patient came in with baclofen withdrawal, was managed medically with an increase in pump rate and bolus injection, and then discharged home in stable condition. Signs and symptoms included tachycardia to the 190s, sweating, clinched fists bilaterally and clenched jaw with increased spasticity of lower extremities, and vomiting. Interventions included a 50 mcg bolus of intrathecal baclofen (itb) and increased pump rate by 5% from 537.1 to 564.4 on (B)(6) 2013. An x-ray was performed and showed there was a right lower quadrant baclofen pump with two catheters entering the lumbar spine, both appeared intact and unchanged in appearance and position on (B)(6) 2013. Device interrogation showed baclofen withdrawal. Lab work was also completed and the results were normal pertaining to pump and catheter, and showed no infection. On (B)(6) 2013 fluoroscopy was unsuccessful and attempts at aspiration of the probe, exam was aborted. It was noted the event resolved without sequelae on (B)(6) 2013. The pump was being used to deliver lioresal. Further information reported an abdominal ultrasound was done on (B)(6) 2013, and revealed no issues with the pump. Lab work again showed no signs of infection on the same day. Signs and symptoms included increased spasticity abdominal pain, vomiting, and anorexia and necessitated medical or surgical intervention. It was also reported the patient experienced fluid around the pump on (B)(6) 2013 and surgical repositioning was needed to release the pump from the scarred pocket. The pump was replaced in the same area away from scarring on (B)(6) 2013. It was additionally reported the orphaned catheter was removed on (B)(6) 2013 and replaced. The patient resolved with sequelae (B)(6) 2013. Programming at the time of surgery indicated the patient was overdosing, the patient was reprogrammed to decrease from 564 to 460.6 mcg/day. The patient resolved without sequelae on (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that surgical observation revealed significant kyphosis of the lumbar spine causing a cease in the horizontal direction along the lumbar spine. The catheter was replaced on 2013 (B)(6).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: catheter. Product ID: 8709sc, lot# n174320025, implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that catheter (B)(4) had become disconnected from the pump. It was clarified that the orphaned catheter meant that something was left behind and was not intact. There were two catheters entering the lumbar spine at the time of the report. One ((B)(4)) was abandoned in the patient and one ((B)(4)) was in use. The catheter kink was found only with catheter (B)(4). It was clarified that the previously reported aspiration of the probe meant aspiration of the catheter. The attempt failed so the study was discontinued. Nothing was wrong with catheter j12397r15. At the time of this replacement the patient had a baclofen pump revision and it was determined to place a new sutureless catheter at c7 as it had been at t9.

Event description:
Additional information received: the event was related to the entire catheter (B)(4) and unlikely related to the implant procedure. There was a crease or kink in the catheter. The event was related to the incisional site/device pocket of the pump and not related to the implant procedure.

Manufacturer narrative:
(B)(4).